Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3. Xtw (lot: 40528r1094) was chosen for implantation. After the second grasping attempt, the anterior gripper was attempted to be lowered but both gripper lowered. The posterior gripper lever was still in the raised position. The posterior gripper functionality was checked and it could not be raised. Troubleshooting did not resolve the issue. The physician decided to finish insertion and deploy to avoid risk of becoming caught during removal. The clip was deployed successfully, reducing mr to trace. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue could not be replicated in a testing environment due to the condition of the returned device (only the gripper lines were returned with the gripper lever assembly). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.